Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got a broken force sensor detected during seating or regular delivery. The customer¿s blood glucose level was 150 mg/dl at the time of incident. The customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error (open book error) and a a broken force sensor was detected during seating or regular delivery found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be 0.0 mv. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.